Manufacturer narrative:
As received, a complete lead was returned in two pieces with the helix retracted and clogged with blood/tissue. The connector portion measured 11.3 cm, and the distal portion measured 46.3 cm. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage, no anomalies were noted on the helix region. After cleaning, the helix could be extended and retracted by applying torque to the inner coil at short range. The full helix extension length was measured to be within specification. The cause of the reported event of helix would not extend was isolated to the helix being clogged with blood/tissue and overtorqued inner coil at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damages found are consistent with procedural damage.

Event description:
Additional information received noted that the right ventricular lead also exhibited noise.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced 1 inappropriate shock due to right ventricular (rv) lead oversensing and presented in the emergency room. The patient presented for a lead revision and device upgrade procedure. During procedure, lead dislodgement was confirmed. Following helix retraction during repositioning, the helix from the rv lead was unable to deploy after multiple attempts. The lead was explanted and replaced. The patient was stable.